Event description:
A response was received from a manufacturer representative reporting they spoke with the patient¿s husband at some point and the remote issue they spoke to me about was resolved. They did not discuss any further issues with rep and they have not heard from them since.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an external device. The reason for call was patient stated their controller quit working and is stuck on the 'please wait' screen. Caller stated they left a message for a manufacturer representative (rep), but has not heard back. Patient mentioned they are taking hydrocodone and ice packs for pain. Agent assisted the patient in resetting the controller and after resetting, controller became responsive again. Agent reviewed that pt might need to turn their stim back on manually depending on the battery level. The troubleshooting steps that were taken on the call resolved the issue. Pt called in stating they spoke with someone from the manufacturer that said they would meet them to walk them through how to use the equipment. Pt had not heard back from them, their representative or their healthcare provider (hcp) on the matter. Pt requested that they be contacted to make an appointment to go through how to use the equipment. Pt mentioned they were being woken up in the middle of the night potentially due to the stimulation going too intense and they were wondering if that was normal. Agent reviewed they should bring this to the representative attention when they have the opportunity.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.